Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial artery. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. A 7f unspecified introducer sheath was inserted into the vascular, followed by a non-bsc guidewire. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. Backflow of blood was observed when the physician advanced the device and removed air at the lesion. The physician assumed that the balloon could have ruptured and stopped using the device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).